Event description:
A report was received that the patient had developed an infection at the ipg and lead sites. Symptom included oozing at the site. It was believed that the infection was not device or procedure related. The patient was administered intravenous antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.